Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site despite multiple device optimization. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number:(B)(6) batch/lot number: 5082975 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number:(B)(6) batch/lot number: 5097369 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site despite multiple device optimization. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted.